Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe tips of the bd emerald¿ syringes were breaking off when used with needle-free connectors. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use? No, device returned to manufacture: no. Investigation summary: bd has been provided with a picture of the affected sample. The provided picture presented the tip broken. Bd confirmed the reported issue. Complaint trending review is not possible to perform since no lot number has been provided. No significance trend is observed for this defect on the reported product family.

Event description:
It was reported that the syringe tips of the bd emerald¿ syringes were breaking off when used with needle-free connectors. There was no report of exposure, injury, or medical intervention noted.